Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: h6 (device problem code and component code). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user attempted to recover a failed drawer, but it was unresponsive and not visible on the drawer map. A field service engineer rebooted the station and ran diagnostics, drawer 6 on the auxiliary cabinet was still not detected. Upon opening the back panel, there was no light activity on the drawer. The station was powered off, and resistance was measured on the drawer controller board as per instructions. The readings indicated a damaged controller board on the full-height drawer, and the pyxibus controller board was also malfunctioning. Both controller boards were replaced, and the station was rebooted. Diagnostics on auxiliary full-height drawer 6 were run and passed successfully. The station was rebooted again, firmware was updated, and the drawer was configured. The fail drawer icon was no longer present, and the user successfully ran an inventory test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, full-height aux drw 6 failed, unable to recover and is with clicking sound. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, full-height aux drw 6 failed, unable to recover and is with clicking sound. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.